Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner did not scan appropriately. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner was not scanning properly. The technical support specialist (tss) instructed the customer to unplug and re-plug the scanner to restore functionality. After performing this action, the scanner worked as expected. The system functioned as intended after the technical support specialist troubleshot the device.